Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive "replace battery now" alarms without receiving a low battery alert. Customer reported that alarms occurred with each battery change. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. The power management graph was in specification; however multiple replace battery now alarms, low battery alerts and power system error alarms were present in the format history file and the lithium backup battery indicated abnormal behavior as shown in the power management graph. The connector for j6 on the printed circuit board assembly was properly connected during our visual inspection; the j6 connector was disconnected and reconnected then monitored for two days with the insulin pump was functioning properly during testing as shown in the power management graph. The insulin pump was received with high sleep current measurement; the insulin pump was monitored and high sleep current measurement was fixed due to connector resistance issue with the j6 connector. No unexpected battery icon anomalies, replace battery now alarms, low battery alerts, power system error alarms noted during our testing. The insulin pump had scratched casing, minor scratches on the lcd window, dents on the display window cover, pillowing keypad overlay, cracked case on the battery tube area and peeling end cap address label.